Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation.however,there was both video and photo available confirming the complaint condition.upon visual inspection from the photo and video it was observed that there was an error code 200 that was found when the vapr vue generator was turned on when foot pedal was connected to it.the possible root cause for the reported failure could be bad ID board.however,we cannot determine definitive root cause since insufficient information was available.a manufacturing record evaluation was performed for the finished device serial and product number, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that a 200 ref 93 error code was shown during installation of the vapr vue generator. As this is new device (oob case), the customer requests to replace with a new one, reject to repair. There were no adverse consequences to the patient.